Event description:
The safety shield failed to cover the needle properly and resulted in a needle stick injury.

Manufacturer narrative:
Additional information has been requested. Received one used unit on 01 july 2008 which is currently being decontaminated. Upon decontamination and completion of the investigation, a supplemental report will be submitted. (B) (4). (B) (4).